Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 432 mg/dl with symptoms of thirst, urination, dizziness, and trace amounts of ketones. The patient self administered a 12 unit injection of insulin. The reporter reviewed the pump history with a customer technical support representative and when the pump delivered a 1 unit air bolus it was not recorded properly in the pump history. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump history appeared to be not recording correctly.